Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 20-aug-2014, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving lioresal dose and concentration not reported via an implantable pump. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. On (B)(6) 2018 it was reported that the healthcare provider was working to schedule a dye study for the patient. The patient had an increase in spasticity symptoms over the last few weeks and increasing dose titrations had not normalized the patient's symptoms. The healthcare provider was ordering a dye study to rule out potential concerns with the catheter. The patient did not currently have any other medical issues that would drive the issues/concern with baclofen. A dye study was planned but not scheduled. The issue was not resolved at the time of this report. Surgical intervention had not occurred and it was unknown if surgical intervention was planned. The patient¿s status was alive, no injury. On 09-apr-2018 additional information was received from the company representative who reported that a dye study was done today, (B)(6) 2018. The healthcare provider was able to aspirate the catheter but was unable to inject dye. Per the reporter, the fluid they got out originally was a ¿yellowish¿ fluid but on subsequent aspirations they got back clear fluid. The procedure was done under fluoro so they were confident that the needle was in the port. The healthcare provider planned to slowly prime the catheter. They planned to culture the fluid they initially pulled out to rule out infection, although the reporter stated that the pocket did not appear to be infected. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the latest update was that they were going to plan a replacement with possible catheter revision sometime in the next two weeks. They wanted to wait on the lab report for the aspirate fluid that was taken from the pocket. The rep did not know what that report showed yet. That report would dictate the pace regarding the replacement/revision.